Manufacturer narrative:
Patient information was unavailable from the site. Product is class I for us regulations and does not require a 510(k) designation. A medtronic representative, following-up at the site, reported that all broken parts of the device were recovered. RMA issued. Replacement ratcheting handle shipped to site (B)(4) 2014. Suspect part has not been returned to manufacturer for analysis.

Manufacturer narrative:
The suspect instruement was returned for analysis. As reported, the cap has broken from the handle. There are many impact marks on the cap. The handle is otherwise functional. Physical damage to the instrument directly caused the event.

Event description:
A medtronic representative reported that, while in a spine procedure, the metal cap broke off of the ratcheting handle as the surgeon was hammering on it. An alternate handle was brought in to continue the surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A cross-functional engineering review was completed on 11 march 2015. The investigation concluded that there was no safety issue based on safety risk management (srm) monitoring data indicating no serious injuries related to this type of failure. The investigation further concluded that this type of failure was the result of device use: surgeon preference for drilling pilot holes and surgeon delivery of angle and force of impact used on the handle. Similar complaints will continue to be monitored through post-market quality and srm data reviews.